Event description:
(B)(6), 2007: vaginal excision of fallopian tube prolapse and repair of vaginal cuff status post vaginal hysterectomy (B)(6) 2007. Floseal applied. On (B)(6) 2007: seen for nausea, vomiting and pelvic pain. CT scan showed large pelvic mass. Diagnostic laparoscopy with adhesiolysis, right salpingo-oophorectomy and appendectomy. Inflammatory mass involving right tube, right ovary and appendix. Some remnant of floseal present at the vaginal cuff and around left ovary and tube; removed with irrigation and forceps. Dead tissue also removed. Pathology findings included marked acute inflammation with marked eosinophil infiltrate and marked fibrosis associated with foreign material.